Event description:
Presents for pci(percutaneous coronary intervention) with possible impella support. Perclose prostyle device failure and entrapment so pci (percutaneous coronary intervention) was unable to be performed. Patient was taken to the operating room for cutdown. Successful exploration of right femoral artery, removal of closure device and repair of right femoral artery.